Event description:
It was reported by the patient that the clinic has never received an automatic, scheduled transmission from the carelink monitor, though it does send manual transmissions successfully. The monitor was replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the carelink monitor (clm) has never been able to send wireless transmissions only manual transmissions. The clm has never sent a care alert. The clm will be replaced. . No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Correction: a correction to model number was made to reflect correct model as 2490c8.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the monitor was analyzed and no anomalies were found. Model number was made to reflect correct model as 2490c8. Further review prompted a change in the device analysis results.

Event description:
It was reported that the carelink monitor (clm) has never been able to send wireless transmissions only manual transmissions. The clm has never sent a care alert. The clm will be replaced. . No patient complications have been reported as a result of this event.